Event description:
Attorney reported: the patient sustained injury and damages associated with use of the defective product, bard composix e/x mesh and bard composix kugel mesh. The patient suffered damages. Specifically, as a result of having the patches implanted in the patient, the patient suffered disabling pain and required surgical intervention. Based on medical records provided by the patient's attorney: (B)(6) 2006-patient underwent ventral incisional hernia repair with a composix e/x. On (B)(6) 2006-office visit note, incision totally healed. On (B)(6) 2007-patient underwent small bowel resection excision of composix e/x, and recurrent ventral hernia repair with composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on medical record review the patient was one year post-op from ventral hernia repair with a composix e/x when a recurrent ventral hernia developed. On (B)(6) 2007, it is reported that the patient underwent small bowel resection, excision of the previously placed composix e/x, and recurrent ventral hernia repair with composix kugel mesh. The medical records provided do not indicate that there was a device failure related to the composix kugel mesh. Additionally, according to the information provided, the mesh remains implanted. No conclusion can be drawn at this time. See MDR 1213643-2009-00499 for information regarding the composix e/x mesh.